Manufacturer narrative:
Device eval summary; device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on was corrosion on the j2005 connector of the auxiliary board. The corrosion caused a short, which in turn grounded the signals to connector j2008. The short prevented the monitor from powering on. The root cause for the corroded connector was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the monitor would not power up. The pt was issued a replacement monitor.